Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2020-00586 and 3012447612-2020-00587.

Event description:
It was reported that two pathfinder nxt screws fractured in-situ when tightening the nut. The two screws were removed and replaced. There were no patient impacts. This is report one of two.

Event description:
It was reported that two pathfinder nxt screws fractured in-situ when tightening the nut. The two screws were removed and replaced. There were no patient impacts. This is report one of two.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tulip has disassembled from both of the returned screws. Device use: this devices are used for treatment. Potential cause: this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. With the given information, the definitive cause cannot be determined. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
The complaint is unrefuted for two (2) of two (2) path finder nxt implant (part number 3505-6545) for the reported failure of broken screw. Medical records were not provided for review. Device evaluation: the products were not returned and no photos, intra-op/post-op images, or surgical notes were provided, so an evaluation is unable to be performed. The complaint is non-verifiable for the reported failure of broken screw. Complaint history search: a complaint history search was performed. DHR review and related actions per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. Potential cause this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction. With the given information, the definitive cause cannot be determined.

Event description:
It was reported that two pathfinder nxt screws fractured in-situ when tightening the nut. The two screws were removed and replaced. There were no patient impacts. This is report one of two.

Manufacturer narrative:
Added information to d3: email address, d8 corrected information in d4: lot number, unique identifier (UDI) number, h4 this follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that two pathfinder nxt screws fractured in-situ when tightening the nut. The two screws were removed and replaced. There were no patient impacts. This is report one of two.